Event description:
It was reported that the pta balloon burst at 30atm during the second inflation. During retraction, the catheter lodged in the sheath. The sheath and the catheter were removed as a single unit. Another catheter was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unk. The device has been returned for eval. The investigation is currently underway.